Event description:
The manufacturer received information alleging his face is swole up and lip is also swole- face and tongue swelling,having trouble breathing,difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging his face is swole up and lip is also swole- face and tongue swelling,having troublebreathing,difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patientharm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.additional information in section b5: the patient also alleges swell in his legs.section g3 is updated with additional information in this follow-up report.section h6 health-effect clinical code (4457) was incorrectly reported in previous report,which should have been 4577 is updated in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging swollen face, lips and tongue,difficulty breathing/short of breath, swell in his legs related to a bipap device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.